Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, deflation.

Event description:
Healthcare professional reported "deflation," "capsular contracture, baker grade IV," and "textured" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: analysis of the returned device identified: opening curved on radius, yellow biological tissue and crease fold. Leak test and microscopic analysis was performed which identified: opening sharp on radius. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side "deflation," "capsular contracture, baker grade IV," and "exchange of textured device due to patient's concern with product." Device has been explanted and replaced.